Event description:
During follow-up, the device was slow to be interrogated and was missing battery trend data. Abbott technical support was contacted and confirmed that the device was in telemetry lockout. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of slow interrogation was confirmed. Based on the information provided, the device entered a state of forced relaxation, which only allows 8k telemetry. The device entered this state due to battery measurements being post poned 28 instances in a row. The root cause for battery measurements being post poned was not able to be determined based on the information provided.